Event description:
It was reported that on literature review "intramedullary nailing via suprapatellar approach versus locked plating of proximal extra-articular tibial fractures: a randomized control trial", 46 patients required interventions due to peri operative difficulties in fracture reduction, while having a trigen intertan internal fixation procedure being performed. Difficulty in the fracture reduction refers to the need for the use of blocking screws, or temporary fixation after opening the fracture site, or temporary or permanent internal fixation with an adjunct plate. The outcome of the patients is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Cheng, l., li, yh., chu, y. Et al. Intramedullary nailing via suprapatellar approach versus locked plating of proximal extra-articular tibial fractures: a randomized control trial. International orthopaedics (sicot) 45, 1599¿1608 (2021). Doi: https://doi.org/10.1007/s00264-020-04821-5.

Manufacturer narrative:
H10: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, complications after surgery or patient medical history. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).